Event description:
It was identified from a review of a patient¿s device diagnostics data that low impedance was present with the device. Additional relevant information has not been received to-date. No known surgery has occurred to-date.